Event description:
It was reported that during use in an acl procedure that the shaver handpiece did not work properly. There was no reported injury or surgical delay with this event.

Manufacturer narrative:
Investigation results: the shaver handpiece was returned for investigation and during testing it was found to activate on its own. A design change has been implemented for this failure mode. This failure mode will continue to be monitored. There are no reported injuries associated with this failure mode.